Manufacturer narrative:
(B)(4). The customer returned one arrow guide wire assembly for investigation. Signs-of-use in the form of biological material was observed on the guide wire. Visual analysis revealed one kink on the guide wire body. The distal j-bend appeared to be intact. Microscopic examination confirmed the kink and revealed that the distal and proximal welds were spherical and intact. The kink in the guide wire measured 560mm from the proximal weld. The guide wire total length measured 603mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .811mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was inserted through a lab inventory ars/introducer needle subassembly. Little to no resistance was observed. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed a single kink on the guide wire. The guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
During the procedure the physician found the spring wire guide was bent. A new device was obtained for use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
During the procedure the physician found the spring wire guide was bent. A new device was obtained for use. No patient harm reported. The patient's condition is reported as fine.